Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that there was communication failure between the ipg and remote control. It was also reported that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to the initial MDR in fields. Additional information was received that the patient underwent an ipg replacement procedure. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that there was communication failure between the ipg and remote control. It was also reported that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.